Manufacturer narrative:
The facilities maintenance replaced the trendelenburg cylinders to repair the bed.

Event description:
Information received indicates the bed drifts into the trendelenburg position.